Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise on the rv lead was observed. The noise was reproducible with isometrics in clinic. The lead measurements were all in range. The patient is completely dependent. The lead was explanted and replaced successfully. The patient did not experience any symptoms.

Manufacturer narrative:
Analysis was normal. No anomalies were found.